Event description:
It was reported that during a procedure to treat an ischemic stroke using a solitaire x stent, the stent could not be placed within the vascular lesion in the right m1 location. There was resistance encountered during the delivery in the distal section of the catheter. The procedure was completed using another solitaire x stent. No patient symptoms or complications were associated with this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that there was a defect on march 30th. Delivery was difficult, so the professor tried again, but it did not work, so he treated it with a different product. The cause of the solitaire resistance was unknown. A continuous saline flush administered and maintained as indicated in the IFU. This information was confirmed with the hcp.